Manufacturer narrative:
Other relevant device(s) are: product ID: sw app 9735762 stealth s8 app, version: 1.0.2.. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The surgeon had expressed concern over the lead placement being 1mm off the target. The leksell frame was also checked, and there were no findings of an issue with the system or frame. After having a conversation with the surgeon, it was concluded that the error was more than likely due to brain shift as this occurred on the second side of a bilateral procedure and the anatomy of the patient made it difficult to plan and place the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a electrode and probe placement procedure. It was reported that the surgeon has felt inaccurate when using this system. The surgeon used a non-medtronic frame and scans the patient for automatic registration. The site then merges this magnetic resonance imaging (mr) to another pre-op mr and creates the plan. The surgeon always uses the same navigation system for deep brain stimulation (dbs) procedures. The surgeon feels 1 mm inaccurate but only on the right side of the head and that this is a new behavior. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Software analysis completed. Reviewed the archive but did not provide any information regarding the cause of the reported complaint. Previous codes still applicable. If information is provided in the future, a supplemental report will be issued.